Manufacturer narrative:
11/11/1999 - supplemental report #2 was sent to FDA. The initial supplemental report states no product was being returned; however, the product was returned and evaluated.

Event description:
The product was used during a thoracoscopic procedure. Reportedly, the instrument did not fire properly. The surgeon performed a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.